Manufacturer narrative:
Visual examination of the returned device revealed that no defects were observed. The stent was within expected tolerance. The customer complaint could not confirm. The cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.

Event description:
It was reported to boston scientific corporation on november 13, 2005 that a flexima biliary stent system was used during a procedure performed the month prior (patient gender, age and weight are unknown). According to the complainant, the stent became stuck in the endoscope upon removal. The procedure was completed with another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".